Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had their device removed on (B)(6) 2011. The patient went to the emergency room with signs of overdose, than had withdrawal. The reason for removal was withdrawal. The drug used in the pump at the time of the event was compounded baclofen. Additional information has been requested; a follow-up report will be submitted, if additional information becomes available.